Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000050000 during processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's leads were explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Related manufacturer reference number: 3006705815-2023-06054 it was reported that the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.